Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, while the dexcom app continued to display glucose readings, indicating the cgm was functioning; the user reinitiated pairing to the ilet after toggling settings, restarting the device, and re-entering the pairing code. No adverse clinical symptoms reported and no impact to blood glucose control. Outcomes included no medical intervention, no hospitalization, and restoration efforts in progress. User support included guided troubleshooting and user education focused on wireless connectivity and device pairing. Investigation of this case revealed a communication interruption between the cgm and the ilet, with the cgm sensor and transmitter operating as expected and no ilet hardware component failure identified based on remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or pairing issue resolved through standard troubleshooting.